Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the central processing unit (cpu) board. The cpu board was replaced to resolve the report. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis of the report of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device's display blanked out. Complainant did not indicate that there was any patient involvement in the reported malfunction.